Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.